Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a boston scientific cardiac resynchronization therapy defibrillator (crt-d). Upon receipt, the device failed an external shock test.